Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal/excision of mesh, infection necessitating removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03166588. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6), resident. Operative report. Preoperative diagnoses: large ventral hernia with midline incision with bilateral defect. Status post perforated diverticulitis with sigmoid colon resection 2003. Three-vessel coronary artery bypass graft in 2003 with a history of myocardial infarction. Hemorrhoids, intermittently bleeding. Postoperative diagnoses: large ventral hernia with midline incision with bilateral defect. Status post perforated diverticulitis with sigmoid colon resection 2003. Three-vessel coronary artery bypass graft in 2003 with a history of myocardial infarction. Hemorrhoids, intermittently bleeding. Procedure: diagnostic laparoscopy. Abdominal wall reconstruction laparoscopically using 29 x 34 cm dual mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 36.8 ml. Complications: none. Indications: the patient is a pleasant 50-year-old gentleman who was referred to the general surgery service in light of a large ventral hernia with bilobar defect along his midline incision. Patient has previously had perforated diverticulitis in 2002 and required a sigmoid colectomy with primary reanastamosis. Ever since then he has noted large hernial defects along both sides of his incision. These have become increasingly symptomatic, and he presented for evaluation. Previous review by his primary care physicians was essentially unremarkable. He had an evaluation in the medical evaluation unit, which demonstrated no significant preoperative risk factors. Patient was taken to the operating room on (B)(6) 2005 after the various risks and complications of surgery, including, but not limited to hemorrhage, infection, abscess, bowel injury were discussed. The patient provided informed consent. Procedure: ¿patient was taken to the operating room #3 on (B)(6) 2005. General endotracheal anesthesia was satisfactorily induced. The patient was then prepped in the supine position an arms tucked in the usual sterile fashion. We prepped and draped the abdomen and subsequently placed a 5 mm trocar in the left subcostal margin at the midclavicular line approximately 2 cm from the costal margin. A small incision was taken through the skin and subcutaneous tissue, and subsequently a veress needle was placed through this. We confirmed the intraperitoneal location of this using a syringe with saline and this was noticed to flush and aspirate adequately. We then induced the pneumoperitoneum of 12 mmhg. Subsequently a 5 mm port was placed in the right upper quadrant approximately 2 cm below the costal margin at the mid clavicular line. This second port allowed us to visualize the abdomen adequately after a 5 mm camera had been placed. Another 5 mm port was placed at the initial veress introduction site. Subsequently noticed a dense amount of adhesions along the incision. We placed another 5 mm port at the anterior axillary line approximately 4 cm lateral inferior to the anterior superior iliac spine. The adhesions were then taken down meticulously using hook cautery, scissors, and blunt dissection. We also placed a 10 mm port at the level of the umbilicus at the anterior axillary line on the right. This allowed us adequate visualization, and we noticed a fair amount of mesentery was included in these hernia defects. This was meticulously dissected out of the hernia sacs. The left upper quadrant incision port was then up sized to a 10 mm port. We placed an additional port at the level of the umbilicus at the anterior axillary line on the left. This facilitated a better dissection plane and we reduced the contents of the hernia, which included a small amount of bowel adequately. The omentum was reflected and cleared off the sidewalls. We at this point anticipated a fairly large piece of mesh would be required to close the defects. As we were examining the abdomen we noticed that patient had 2 small defects along his midline linea alba likely secondary to chest tubes placed from his previous cabgs. This would require the placement of mesh further superior than anticipated. We then selected a 29 cm x 34 cm piece of dual mesh as an adequate reconstruction material for this ventral hernia. The wound was then covered and we brought the dual mesh onto the back table. This was prepped for surgery. We placed 16 cardinal sutures into the dual mesh. These were tied with knots and then held own with steri-strips. The mesh was then rolled into a thin sheet. We upsized the left upper quadrant port to a 15 mm port to facilitate the placement of this mesh. The mesh was then placed through the support and advanced in the abdomen. The mesh was then rolled meticulously and the steri-strips removed sequentially. At the same time we used a carter-thompson device to externalize all the previously placed sutures into the mesh. This is done in a sequential fashion essentially tacking up all 16 cardinal points to the external abdominal wall. Once the mesh had been laid up, tacked to the fascia, and subsequently to the external abdominal wall, the sutures were cut. We noticed that there was a small amount of redundancy in the repair, however, the mesh stretched essentially from his costal margin to a few centimeters above his public symphysis and laterally from sidewall to sidewall. We are fairly satisfied this closure was effective and because of the large nature of his hernia defects, pneumoperitoneum could not be reduced in these. We essentially ended up without the ability to tack the mesh to the abdominal wall, however with placement of 16 cardinal sutures we felt fairly comfortable that the mesh would be incorporated to the fascia. At the end of the procedure all lap, needle, and sponge counts were noted to be correct. The ports were removed sequentially and the pneumoperitoneum evacuated. All port sites were closed with interrupted 4-0 vicryl. The patient tolerated the procedure well. Sixty ml of 1% lidocaine with marcaine 0.25% was injected into the wound sites. Patient tolerated the procedure well without issue. He was extubated postoperatively. Steri-strips and sterile dressings were placed on his incisions.¿ on (B)(6) 2005: (B)(6) center. Implant record. Prothesis installed: mesh. Vendor: gore. Model: 1dlmcp08. Lot/serial number: (B)(6). Size: 26x34x1. Sterile resp: manufacturer. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/03166588) was implanted during the procedure. On (B)(6) 2005: (B)(6), md. Discharge summary. Final diagnosis: swiss cheese abdominal wall defect. Status post laparoscopic abdominal wall reconstruction. Hospital course: underwent a laparoscopic abdominal wall reconstruction with mesh. Tolerated procedure well, received 48 hours of IV antibiotics, diet was resumed, advanced slowly to regular diet, remained afebrile, stable vital signs, abdomen remains soft, nontender, nondistended. Incision clean, dry, and intact. Able to ambulate without assistance. No weight lifting beyond 20 lbs for 6 weeks. No heavy exercise. On (B)(6) 2005: (B)(6), md. History and physical. Abdominal pain and drainage. Had a ventral hernia repair done at the (B)(6) omaha. He thought this was doing okay until approximately a week ago. At that time he noticed that his abdomen was a little bit red, not really that tender. He ignored it and the symptoms went away. Then this morning he woke up and found that he had some drainage from his abdomen. He also felt somewhat chilled over the last week. He is having some mild pain. In the ER he was noted to have a significant abscess present where this hernia repair occurred. He also was noted to have some renal failure while in the ER, some hyponatremia and an elevated white count. History of osteoarthritis, hypertension, colon resection, diverticulitis, three vessel bypass grafting in 2003, hyperlipidemia. Smokes 1/2 pack per day. Had been working in construction but has been disabled for several years due to back injury. Exam: abdomen; mild tenderness, bowel sounds present, drainage noted from the abdominal wall. Impression / plan: abdominal abscess where hernia was repaired, will get drain placed tonight, antibiotics. On (B)(6) 2005: [missing records: records for the CT demonstrating ¿large abscess down where this preperitoneal mesh is¿ were not provided.] On (B)(6) 2005: (B)(6), md. Operative report. Surgeon: (B)(6), md. Preoperative diagnosis: infected hernia mesh with abscess. Postoperative diagnosis: infected hernia mesh with abscess. Procedure: incision and drainage of abscess with removal infected mesh and repair of hernia with absorbable mycromesh. Description of procedure: ¿the patient is prepped and draped in usual sterile fashion in supine position. An incision is made through the old midline scar, dissected down to the infected mesh. It was already opened somewhat but we had to open it a little bit more and the irrigated it out and then removed the infected mesh and placed a large piece of vicryl mesh and sutured that around the margins with some 0 vicryl. Then three large j-p drains were placed in and around the mesh and the wound was then closed with some large retention sutures. Dry sterile dressings were applied. The patient tolerated the procedure well and left the operating room in good condition.¿ on (B)(6) 2005: (B)(6) center. Operative record. Asa 3. Mesh grafts: 1 mesh vicryl vkml. On (B)(6) 2005: (B)(6). Pathology report. Final diagnosis: infected mesh removal: surgical hardware consistent with infected mesh. Necrotic tissue and fibrinopurulent exudates consistent with acute suppurative inflammation. Postoperative diagnosis: intrabdominal abscess and subcutaneous abscess with infected hernia mesh. Gross description: the specimen is received in the fresh state in a container labeled " (B)(6), infected mesh" and consists of a large, odoriferous synthetic mesh with surgical sutures attached at the periphery measuring approximately 27.0 x 25.5 cm. The mesh is about 1 mm thick. Also present are fragments of fibromembranous reddish-tan tissue with grayish-tan exudates measuring in aggregate 9.5 x 7.0 x 1.7 cm. The specimen is fixed in formalin overnight. Representative sections are submitted in cassettes al and a2. Microscopic description: sections show partially necrotic fibrofatty tissue with acute inflammatory infiltrates and a fibrinopurulent exudate. No malignancy is identified. On (B)(6) 2005: (B)(6), md. Discharge summary. Final diagnosis: abdominal abscess, status post-surgery. Acute renal failure. Hypotension. Hypertension. Hyponatremia. Heart disease. Hyperlipidemia. Elevated liver function test. Hospital course: abdominal abscess, started on IV antibiotics, concern initially that this might be a mrsa or similar infection, over next several days, improved. Underwent drainage, debridement, abscess improved. Did have some acute renal failure, felt to be due to dehydration and a prerenal cause due to his infection. Renal failure resolved. Had some hypotension, required dopamine, by time of discharge, blood pressure better. History of coronary artery disease. Discharged in good condition. Activity as tolerated. Finish out keflex, follow-up with dr. (B)(6) per recommendation. Records span 03/16/2005 to 04/19/2005 a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act